Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that about 1 month after she started using natura wafers, she noted a red area on the bottom and to the right of the stoma, which itched and burned under the white tape collar. The end user indicated that on (B)(6) 2018, she saw a physician and was prescribed an unknown antibiotic oral medication for a possible yeast infection. The end user did not discontinue use of the wafer and reported that symptoms got worse instead of improving with the antibiotic medication. It was further reported that the rash has continued to spread all the way around the wafer, under the entire tape collar and has worsened with open weepy skin, and that it has also expanded to encompass the area outside of wafer on the right side. The end user stated she replaced the wafer with an alternate brand but still has a rash that ¿itches like crazy¿ and was treated with an unspecified powder. On (B)(6) 2018 then end user provided follow-up information stating ¿I was given the powder (unspecified) that I need for the skin irritation. The two powders together seem to be working great!¿

Manufacturer narrative:
The end user followed up and informed that the physician had given her stomahesive and (B)(6) powder. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.